Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. Initial visual inspection of the instrument noted that the instrument was received engaged with the reload. The instrument firing knob was slightly advanced leaving the reload jaws in the clamped position. The firing knob was retracted fully, releasing of the jaws. The reload unloaded without difficulty. The instrument was loaded with a pmv test unit. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The firing knobs were not fully retracted after firing the device. Please be sure to fully retract the instrument firing knobs to the home position to allow for release of the reload jaws. The root cause of the observed conditions was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a robotic laparoscopic lung lobectomy procedure. The stapling devices were being applied to the lung parenchyma. The reload was properly fired and removed from the patient. There was a problem unloading the device. The reload jaws would not open and could not detach the reload from the manual stapling handle. There was no patient harm. The patient outcome is alive, no injury.